Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the rv lead was abandoned, capped,no longer in use, and remains in patient.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Concomitant medical products: sedrl1 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was due to suspected implantable pulse generator (ipg) malfunction. Diagnostic testing/troubleshooting performed showed evidence of intermittent rv lead loss of capture. It was also reported the ipg exhibited pacing problem. The ipg and rv lead remains in use, and scheduled for explant. No patient complications have been reported as a result of this event.